Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 409 mg/dl, 419 mg/dl. The customer treated their high blood glucose with insulin pump bolus. The customer declined to troubleshoot for the high blood glucose incident. Auto mode was not active at the time of the event due to loss of communication with the transmitter. No harm requiring medical intervention was reported. The pump will not be returned for analysis.